Event description:
A malfunction was reported when the pump was submerged in water, leading to the screen remaining dark and unresponsive. Despite the issue, there was no adverse impact on the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.